Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f336 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f336 for the reported issue shows no trends. Trends were reviewed for complaint categories, alarm #17: return pressure, pressure dome membrane leak. No trends were detected for each complaint category. The complaint kit was returned for analysis. A smartcard was not returned with the kit; therefore, the reported return pressure alarm could not be verified. The returned kit was inspected. The diaphragm on the system pressure dome was partially unseated from the pressure dome housing, and dried blood was observed on the system pressure dome's latches. As a result, the reported pressure dome membrane leak is verified. No molding defects were identified upon inspection of the pressure dome body. The system pressure dome was cleaned, reassembled and pressure tested. The system pressure dome fit onto the pressure sensor without issue, and no leaks were detected. As no manufacturing related defects were identified during evaluation of the returned kit, the probable cause of the reported leak was due to improper installation of the system pressure dome onto the system pressure sensor. If the pressure dome is not properly installed onto the pressure senor, the pressure experienced during the treatment may cause the diaphragm to dislodge from the pressure dome housing, resulting in a leak. This investigation is now complete.

Event description:
Customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated at the start of the procedure they received a return pressure alarm and observed blood leaking from the system pressure dome. The customer stated they disconnected the patient and aborted the procedure. The customer did not return any blood/products to the patient. The customer stated the patient was fine. The customer has returned the kit for investigation.